Event description:
It was reported patient not getting the pain relief they expected. For the past 3-4 week prior to report date, the physician had been increasing the dose. Patient's symptoms had continued "despite these increases". No volume discrepancy was found. A dye study was attempted but could not get access to the catheter access port (cap) and unclear of the results. It was planned to do an indium study. The drug being used in the pump was morphine. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).